Manufacturer narrative:
Updated data: b5. Additional information received from the physician/author stated that medtronic product did not cause or contribute to any of the observed deaths or adverse events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: halim j et al. Assessment of the manta closure device in transfemoral transcatheter aortic valve replacement: a single-centre observational study. Neth heart j. 2020 dec;28(12):639-644. Doi: 10.1007/s12471-020-01465-3. Published online: 27 july 2020. Earliest date of publish used for date of event. Medtronic products: enveo r delivery catheter system (PMA# p130021, pro code npt), enveo pro delivery catheter system (PMA# p130021, pro code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the efficacy and safety of a non-medtronic vascular closure device during transfemoral transcatheter aortic valve replacement (tavr). All data were collected from a single center between july 2018 and august 2019. The study population included 73 patients and was predominantly male with a mean age of 84 years. Of those, 47 patients were implanted with medtronic transcatheter valves using a 16-french inline sheath or a 20-french medtronic introducer sheath: evolut r (23) and evolut pro (24). No serial numbers were provided. Among all patients, 4 deaths occurred within 30 days after tavr. The causes of death included: cardiogenic shock resulting in cardiac arrest (1), coronary artery occlusion resulting in cardiac arrest (1), peri-procedural myocardial infarction resulting in cardiogenic shock (1), and complications from a peri-procedural cerebrovascular accident (1). Multiple manufacturers transcatheter valves were implanted in the study population. None of the deaths were directly associated with medtronic product. Among all patients, adverse events included: major/minor vascular/bleeding complications at the femoral access site, hematoma, hematuria, groin bleeding, and drop in hemoglobin. Treatment included: covered stent implantation, balloon dilation/angioplasty, blood cell transfusion, and prolonged manual compression. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.